Event description:
In 2006, this pt was implanted with two gore tag thoracic endoprosthesis. Sometime during the initial procedure, device movement was noted. The info provided to gore suggest that the pt's superior mesenteric artery was unintentionally covered due to this event. It is unk which device moved. The device was able to be manipulated, however, and patency of the superior mesenteric artery was restored.

Manufacturer narrative:
Add'l device implanted in this pt tg3420/lot#03857415. A review of the mfg paperwork is being conducted.